Event description:
During surgery, the shaft began freezing up shaft. No patient injury reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.